Event description:
It was reported that when using the bd pyxis¿ es server, user need to reinstall virtual test station to desktops. Users wipe out these desktops due to security risks from unknown remote in service that remoted into the test stations and deleted bd remote assist and bd does not know who remoted in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist resented the request to the remote upgrade team (rut) and notified the customer. The case remained pending rut feedback, and additional updates were also notified to the customer. The tss assisted with the test station reinstallation and contacted the customer and confirmed the communication. Access was pending from the customer¿s it team, and the customer requested that the case remained open. The tss advised the customer to report any further issues, which the customer acknowledged, while both parties awaited feedback from the customer¿s security team. The tss later confirmed that the test station software had been reinstalled on pharmtest1 and pharmtest2, with testing pending from the customer. The tss later confirmed that the reinstallation was completed and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the security risks from unknown remote in service. A technical support specialist resented the request to the remote upgrade team (rut) and notified the customer. The case remained pending rut feedback, and additional updates were also notified to the customer. The tss assisted with the test-station reinstallation and contacted the customer and confirmed the communication. Access was pending from the customers it team. The tss advised the customer to report any further issues, which the customer acknowledged, while both parties awaited feedback from the customers security team. The tss later confirmed that the test-station software had been reinstalled on pharmtest1 and pharmtest2, with testing pending from the customer. The tss later confirmed that the reinstallation was completed and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user need to reinstall virtual test station to desktops. Users wipe out these desktops due to security risks from unknown remote in service that remoted into the test stations and deleted bd remote assist and bd does not know who remoted in. There were no adverse events or injuries reported based on this event.